Manufacturer narrative:
It was reported to abbott, a patient with parkinsons disease who underwent dbs implant stage 1 and 2 uneventfully, as well as initial programming with her neurologist, reportedly ¿responded well.¿ five days after programming they took their own life. Per the medical review, this is a known phenomenon related to dbs therapy and is considered device related. Additionally, a DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria for each level build. Based on the investigation performed, there is no indication there is an escape from manufacturing and therefore the complaint cannot be confirmed to be an arecibo neuromodulation manufacturing related event. Moreover, unit is not being returned.

Event description:
Related manufacturer reference number: 3006705815-2023-06444. It was reported the patient underwent bilateral dbs lead placement (stage 1) on 1 (B)(6) 2023 and two dbs ipgs were implanted (stage2) on (B)(6) 2023 for parkinson¿s disease. On (B)(6) 2023, the patient underwent initial programming with the neurologist who reported the patient responded well to the therapy. Five days after programming, the patient committed suicide.